Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent gastric bypass on (B)(6) 2011. It was reported that the patient was diagnosed with diabetes in 2011.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urgency, nocturia, frequency, constipation, strain to void, and progressively diminishing urinary stream.

Event description:
It was reported that following insertion the patient experienced urgency, nocturia, frequency, constipation, strain to void, and progressively diminishing urinary stream.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4) - dyspareunia. Additional information: narrative - it was reported that in approximately in (B)(6) the patient experienced severe constant vaginal, low back and abdominal pain, bladder pain, pelvic pain, complication vaginal graft-synthetic, mesh failure, mesh adhesion to bone, urinary incontinence, dyspareunia, feeling foreign substance in vaginal during intercourse "sharp" in nature, anxiety and depression. On (B)(6) 2010, the mesh was removed due to chronic pelvic pain, stress urinary incontinence, dyspareunia, and complication with vaginal graft-synthetic. Surgical procedure performed was a cystourethroscopy and transvaginal suburethral pelvicol xenograft sling to cooper&apos;s ligament and excision of synthetic mesh, suburethral graft, and transvaginal urethrolysis, and insertion of then formed xenograft to the suburethral space and the space of retzius. Graft pelvicol (lot # 09b05-9) and xenoform soft tissue repair matrix (lot # 1012012).